Event description:
The customer was sent a letter to follow up on previous reports of high and/or low blood glucose levels. The customer returned the letter and stated that the paramedics were called to her home on two occasions due to low blood glucose levels. The dates were (B)(6) 2012 and (B)(6) 2013. The customer stated that she "had two drops in blood sugar that almost killed me". The customer stated that she has become afraid of the insulin pump, and no longer wears it during the night, as she sleeps. Attempted to contact the customer to follow up on these events, but had to leave a message. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.